Event description:
It was reported that there are missing led segments on the numeric display. There was no patient involvement.

Manufacturer narrative:
The returned device was evaluated. During evaluation of the device segments of led display failed to illuminate correctly and/or flickered. The unit audibly and visually alarms during alarm conditions. Additionally, internal inspection reveals secondary observation of speaker corrosion (fluid ingress to unit) although speaker does annunciate normally. The main led pcba was swapped with known good board and display returns to normal function. A service history record review reveals that this unit was in the field for over three (3) years with no previous reported issues prior to this reported event.